Manufacturer narrative:
(B)(4). The representative samples have not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during the introduction and the opening of the bag, white particulates settled into the abdomen of the patient. The particulates can be seen on the screen with the help of the endoscope. A new bag was opened. The patient's condition was reported as fine.

Event description:
It was reported that during the introduction and the opening of the bag, white particulates settled into the abdomen of the patient. The particulates can be seen on the screen with the help of the endoscope. A new bag was opened. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). Customer complaints regarding memobag products were investigated in this report. As the lot number of the defective pieces was reported, the DHR review of the complained lot was completed. The review of DHR revealed no production issues at the time of manufacture of the complained lot. Returned samples were examined. No free white particles (powder or foreign particles) fallout from the sheaths during release of bags from the sheats. No free foreign white particles were visible and found out on bags. Memobags were properly powdered and manufactured according to specifications. As the products were properly powdered and manufactured, no corrective/preventive actions in production are deemed necessary to introduce.